Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface.

Event description:
It was reported that damage to the pump housing caused the wake button to be stuck. Reportedly, the pump fell on concrete. The customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was approximately 100 mg/dl.